Event description:
Complainant alleged that while attempting to monitor a pt the device's screen blanked out and the device restarted. Complainant indicated that the clinician turned the device off/on a reported four times to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.